Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor pulled out tritanium primary cup due to loosening after patient complained of pain. Revised with competitor cup. Revision of bilox head and accolade ii stem.

Manufacturer narrative:
Reported event: an event regarding loosening involving a primary tritanium hemi cluster hole cup 56mm was reported. The event was not confirmed. Method and results: device evaluation and results: the shell appeared to have scratches in the inner part of the shell. The outer rim of the shell had gouges in a few areas. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by (B)(4). If additional information becomes available, this investigation will be reopened.

Event description:
Doctor pulled out tritanium primary cup due to loosening after patient complained of pain. Revised with competitor cup. Revision of bilox head and accolade ii stem.